Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised the insulin pump is falling apart, the compartments are falling apart, there are cracks, chips and it has been this way for over a year. Troubleshooting for the cosmetic damage was performed. Customer advised there was severe cracking and chipping on the battery and reservoir compartments. Customer advised there were also deep scratches on the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with partially broken reservoir tube lip, broken battery tube threads, cracked case at the display window corner, scratched lcd window, and scratched reservoir tube window.